Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon lowering procedure, after using the stapler the suture line of the posterior part was opened. The device only stapled the anterior line of the anastomosis. Unknown how case was completed. There were no adverse consequences to the patient.